Event description:
It was reported via repair work order that the power load transfer was stuck in the retracted position due to an obstruction. It was reported that the transfer roller was obstructed causing the power-load system to not unload the cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.